Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? Did the surgery wasn't complete successfully? Please explain. What did went wrong in the procedure? Did the patient suffer from any consequence? Please explain.

Event description:
It was reported that a patient underwent a hemicolectomy procedure on august 18, 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.